Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose of 300-500 mg/dl. The customer's current blood glucose was 400-500 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer stated they had been using the insulin pump system within 48 hours of reported high blood glucose. The insulin pump will not be returned for analysis.